Event description:
It was reported that the rigid endoscope sheath's tip was broken at the beginning of a cystoscopy. The physician was able to retrieve the tip from the patient with no injury; fluoroscopy was then performed, which verified there was nothing left inside of the patient. The procedure was completed with a similar device without any patient harm or procedural delay.